Manufacturer narrative:
Initial reporter occupation: other healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The description of event states: "the user was unable to fully deflate the balloon. The physician attempted to pull the balloon back through the scope. The distal end of the balloon ripped off and fell into the stomach." The detachment of the device is likely the result of removing the compromised balloon through the endoscope channel. The IFU states: "caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." After removal, the user may cut off the balloon and remove the device from the endoscope. In addition, the complainant indicated "the intention of the procedure was to dilate the anastomosis." The instructions for use state the intended use of this product as "this device is used to endoscopically dilate strictures of the esophagus." Therefore the device was used outside the stated intended use. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Information regarding in-service: based on the information provided that the device was used outside of its intended use and removing the compromised balloon through the endoscope channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation of surgical anastomosis after esophagectomy, the physician used a cook hercules 3 stage balloon esophageal. There were surgical staples seen at the anastomosis. A balloon device inflated in the anastomosis narrowing with an inadequate diameter. It was deflated and removed without incident. Then, another larger balloon was inflated to 20 mm and was held for five seconds when the balloon popped, likely on the staples. The user was unable to fully deflate the balloon. The physician attempted to pull the balloon back through the endoscope. The distal end of the balloon ripped off and fell into the stomach. It was retrieved with a roth net platinum. There was no on-going clinical impact to the patient. A section of the device did not remain inside the patient¿s body. The detached portion of the balloon was retrieved with the roth net. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.